Manufacturer narrative:
An abbott service engineer (fse) inspected the architect c16000 analyzer and observed that the ict pinch tubing was twisted, there was slight condensation in the r1a syringe and a bit of liquid coming from the internal probe wash pump 1(split in the bellow). The fse determined that the split bellows, bellows only (rohs; pn 2-89054-02) was the likely cause for the current issue, due to the low pressure; which coincided with the system log review. A number of other parts were also replaced during troubleshooting. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect c16000 service and support manual contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports a number of patient samples generating initially elevated sodium assay results on an architect c16000 analyzer. When retested, the generated results were within the normal reference range of 135-145 mmol/l used by the lab. Some of the falsely elevated results were reported out and corrected reports have been issued. To date, there is no known impact to patient management. Some patients were called back to have new samples drawn and tested. No further information was provided. The customer ran a precision run with a pooled serum sample with no discrepancies noted. The following examples were provided: (B)(6). Controls have remained within specifications. A service call was initiated.